Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the setscrew was loose/detached.

Event description:
It was reported that during the implant attempt, the right ventricular pace/sense setscrew was non-functioning. The device was not used, and another device was successfully implanted. No patient complications have been reported as a result of this event.